Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: procedure : a laparoscopic procedure for ascending colon. The staple line was no problem. There was no strange noise or discomfort when using the stapler. The surgeon's comments : the cause could not be found because the right hemicolon is not the area where leaks normally occur. There was a small hole at the intersection of slr, so he is thinking that slr may be the cause. Please provide details on the slr, which firing and on which structures? Slr was used for the fourth firing of feea of transverse colon. Can the surgeon provide more detail on the relationship of the area of the leak and the location of the staple line and slr? There was a small hole at the intersecting point of three staple line and fourth staple line with slr. The small hole was about 5mm."

Event description:
It was reported that 5 days after the procedure on the colon, the patient fever risen, and the leakage occurred. The drainage was placed, but 3 days after that, semi-open reoperation was performed. There was a 5mm sized small hole at the intersection of 3rd firing and area where the 4th firing with slr performed in the feea of ascending colon. It was ligated in several layers to complete the operation. The patient is recovering, but still hospitalized. No further information is available.